Event description:
It was reported by a customer that: the pump gave patient too much insulin last night and patient had to go to the hospital. Patient stated the pump beeped and said the cartridge was removed. Patient stated pump went into the load screen and patient should have disconnected but pt didn't. Screen states cartridge removed and cartridge was in pump. The pt had loaded the cartridge with approximately 200u and upon visualization of the cartridge after this happened it appeared about 90.2 units delivered. Patient alleges the cartridge was never removed but states removed in history. At start of the pump fast forwarding the pushrod with the cartridge in the pump and the cap on pt blood glucose was 156. Patient drank a 6 pack of regular coke and ate a candy bars. Lowest patient ever got was 54. Left ER with blood glucose of 100. Her blood glucose levels stayed between 80-90. Approximately 4-4 1/2 hours time passed between high and low. Whole event was over approximately 6 hours.